Manufacturer narrative:
Concomitant products: 511212 lead, implanted: (B)(6) 2002; 694765 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds and low impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.